Event description:
Notified that an article had been published in the annals of thoracic surgery by dr. Michael borger et. Al., which describes several deaths related to the freestyle valve. Case 5 describes a patient that had aortic insufficiency secondary to a torn leaflet 7 years after total aortic root replacement with a freestyle valve. The leaflets of the valve were removed and an autologous pericardial patch was used to enlarge the noncoronary sinus and annulus. A size 21 stented bioprosthesis was inserted uneventfully, but the patient had a sudden cardiac arrest and could not be resuscitated shortly after arriving in the ICU. Autopsy revealed a fresh antemortem thrombus on the stented bioprosthesis with emboli down both coronary systems. The cause for the thrombus was never determined.

Manufacturer narrative:
Conclusion: a review of the complaint handling database shows no evidence that this event had previously been reported to medtronic. A request for details concerning the event, including a request for product specific information, has been sent to the contact person identified in the article. Should additional information be received, a follow up report will be submitted to the FDA.